Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for difficult guidewire insertion into procedure sheath due to patient anatomy. The exact root cause cannot be determined. The likely cause was determined to have been difficult insertion due to calcification and tortuosity at the access site. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after an intra-aortic balloon pump (iabp) catheter was withdrawn, the 0.038-inch angio-seal guidewire was attempted to be inserted into the procedure sheath (8 french). However, the guidewire could not be inserted. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. The physician believed that the event may have been caused by bending and calcification of the puncture site. The blood loss was less than 250cc's. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. The procedure before deploying the device was coronary angiogram (cag). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was the left common femoral artery. The vessel's diameter was unknown.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.